Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow up in clinic, the left ventricular (lv) lead was found to be dislodged. During the lead re-positioning, the stylet could not be inserted into the lead lumen as it was blocked. The old lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.